Event description:
It was reported that the external pulse generator (epg) experienced a self-test error. The error was cleared when the battery was removed for fifteen seconds and reinserted. The epg powered on with no errors and remains in use at the hospital. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.